Manufacturer narrative:
Device received unable to perform the displacement test due to broken or detached end cap and loose drive support cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states the bottom part of the pump was coming off and it's affecting her insulin deliver. The customer was unable to continue with troubleshooting for damage. The insulin pump will be returned for analysis.